Event description:
It was reported that during a cholecystectomy procedure, the clips would not form. They would come out of the jaws open and would not close. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.